Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a pediococcus acidilactici external quality control (cap) sample, as pediococcus pentosaceous in association with the vitek® 2 gp test kit. During (B)(6) 2016, the customer tested the isolate four times and the result was pediococcus pentosaceous. The expected result was pediococcus acidilactici. The customer submitted the lab reports and cap survey results. The isolate was not available. A biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) had reported to biomérieux a misidentification of a pediococcus acidilactici external quality control (cap) sample in association with the vitek® 2 gp test kit. The customer tested the isolate four times obtaining a result of pediococcus pentosaceus. An internal biomérieux investigation was completed. The isolate was not submitted so the internal lyophilized cap sample was reconstituted and tested. The reconstituted sample was subcultured, and gp testing included two (2) cards from the customer lot and six (6) cards from three random lots. Excellent identification of pediococcus acidilactici was obtained on four (4) cards from random lots. The two (2) cards from the customer's lot and two (2) cards from random lots resulted in low discrimination calls of pediococcus acidilactici/pediococcus pentosaceus. These species are closely related, and a review of the expected data for pediococcus acidilactici demonstrated no atypical reactions. The vitek 2 gp cards were determined to be performing as expected.